Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 300 mg/dl at the time of the incident and the current was unknown. The customer did not feel; ok to troubleshoot. The customer suggested calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer treated the high blood glucose with insulin pump.